Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the harmonic scissors were sent for surgery, but the metal rod broke. It was replaced by other device but it presented a technical problem and did not work too. The cable (hand piece) and equipment were changed but the device did not work too. The patient was not injured.